Event description:
It was reported that the patient underwent a right anterior cruciate ligament repair procedure on (B)(6) 2013. Subsequently, a revision procedure occurred on (B)(6) 2015 due to pain and irritation. The tibial and femoral fixation devices were removed during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, "pain, discomfort, or abnormal sensation due to the presence of the device." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00549 & 1825034-2015-00989).